Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 5/27/2015 and evaluated by lifescan product analysis on 5/28/2015 and 6/4/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred on ¿(B)(6) 2015, 10pm¿. The patient manages her diabetes with insulin (self-adjuster) and on ¿(B)(6) 2015, 6:30am¿ stated that she ate more food and/ or drink. The patient reported that ¿48 hours¿ after the alleged power issue began she developed the symptoms of ¿sweating¿. No medical intervention was required. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, and the patient had the correct test strips. In addition the batteries did not require to be replaced. Cca also noted that when the patient pressed the power button or when she inserted a new strip the meter did turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.